Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium cortical fixation screw was not returned for evaluation. A review of the device history record found the lot met specification requirements when released to stock. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A 12 month review of the complaint trend analysis for the device family noted that there were no related complaints for head dislodgement during rod attachment. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective or preventive action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
International affiliate reports that during the surgery with expedium for the thoracolumbar burst fracture, the head of the expedium cortical fixation screw was found to have come off from the screw shank when attaching a concomitant device rod. The resulting surgical delay was 30 minutes. There were no adverse consequences to the patient.